Event description:
Clinical information: (B)(6) - (B)(6) study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in patient. The length of the membranous septum is 4.3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). There was no difficulty experienced implanting the 27mm navitor vision valve. The final ncc implant depth was 1.0mm and the final left coronary cusp implant depth was 3.24mm. Post-procedure, it was noted that the patient developed a left bundle branch block. No intervention was performed, but the patient was hospitalized for monitoring of heart rhythm. The cause of the patient's lbbb is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged with a holter monitor at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported left bundle branch block could not be conclusively determined. The reported hospitalization was a result of case-specific circumstances as the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to manufacture, design, or labeling.